Event description:
Device went into backup for unknown reasons on (B)(6) 2017 as reported by home monitoring. The device was reset in clinic, reprogrammed, and follow-up performed. The device remains implanted.

Manufacturer narrative:
The device was returned and analyzed. The device memory demonstrated a normal device function while the device was implanted and in service. The bench test of the ICD revealed that all therapy functions were available. The charge consumption of the device as well as the battery depletion were normal and as expected. In conclusion the device was fully functional, there was no indication of a device malfunction. Analysis of the device revealed a normal battery depletion.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. An evaluation of the available device data revealed that the ICD automatically activated the safety backup mode on (B)(6) 2017, as a result of the detection of invalid memory content. In general, the ICD is equipped with the ability to detect and repair invalid memory content. In case that the invalid memory content cannot be corrected, the ICD will, by design, activate the backup mode to assure the patients safety. Please note that, while in the safety program, the therapy functionality of the ICD is fully available. Based on the available data the root cause for the backup mode activation could not be determined. It cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on the available data the root cause of the invalid memory content could not be determined. However, the presence of external influences cannot be excluded.